Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The fse found the unit not working on backup battery while investigating another malfunction. There was no patient involvement as this was found during service.